Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. One of the three pegs has fractured. The fractured peg was not returned for examination, however the initial report stated no pieces were left in the patient. Based on the overall condition of the returned device, the root cause is attributed to product wear out with the possibility of misuse. Based on the low frequency of reported events against the provided product code, corrective action is not needed. Monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the three pegs broke while trialing.